Event description:
It was reported that this inflatable penile prosthesis (ipp) had fluid loss due to a disconnection. As a result, the pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 1100841703 model/catalog description: reservoir unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.